Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. As no lot number was provided, the device history records could not be reviewed. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
A patient is pursuing a product liability claim. It is reported that a patient was implanted with a fitmore stem on (B)(6) 2010. The outcome is unknown no other information is available at this time.

Manufacturer narrative:
As no lot number was provided, the device history records could not be reviewed. As no lot number was provided, trend analysis could not be performed. No medical data such as x-rays, surgical notes or any other case-relevant documents received. No product was returned to zimmer biomet for in-depth analysis. Event summary: insufficient event information available. Root cause analysis: neither x-rays, operative notes, office visit notes, nor devices or photos of the implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, all possible causes related to the device are reported in dfmea. Conclusion summary: based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. Therefore, it is unpossible to perform a meaningful analysis of the event. Zimmer biomet's reference number of this case is (B)(4). Note: this is a split case with zimmer inc., (B)(4).